Event description:
Boston scientific crm received info that this right atrial (ra) transvenous lead was taken out of service due to a pt infection. Boston scientific provided inconsistent implant and explant dates. They also did not make the event date available to us.